Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass touchscreen test. This was due to residue on the touchscreen from the product the customer used to clean the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen needs calibrating. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No add'l info was provided.